Event description:
New information received notes the pacemaker reset reason indicates a software error and the pacemaker was in backup more before implantation. Despite using two different programmers, the pacemaker was unable to be restored and download files.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Post implant, the pacemaker was operating in a backup mode. The pacemaker was unable to be restored to it's normal device function, despite several attempts. The physician decided to explant and replace the pacemaker on the same day. The patient was in stable condition.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received in backup mode with normal telemetry communication. Bvvi occurred about nine months before the implant date relating to a hardware reset, consistent with an anomalous integrated circuit on the hybrid. The product code reload was attempted unsuccessful in the field. The device was cut open for further testing. The device exhibits normal characteristics and did not identify any functional issues. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.